Event description:
Related to MFR report # 2183959-2012-01202. On or about (B)(6) 2012, the plaintiff was implanted with an ams elevate graft. It was alleged that the product have caused the plaintiff, "severe and permanent bodily injuries, including dyspareunia, difficulty urinating, severe pelvic pain, bleeding, vaginal erosion, and inflammation and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.